Event description:
Information was received in 2005 from a patient with a medical history of arthritis and previous synvisc treatment (january 2005), who experienced left knee swelling and left knee effusion. The patient began treatment with synvisc in 2005. The patient received one injection of synvisc into the left knee in 2005. The next day the patient's knee swelled to the size of a "big football." Two days later she visited her physician and he aspirated "two and a half vials" of liquid from her knee and injected cortisone into the knee. The swelling decreased. At the time of this report, the knee was only slightly swollen. The physician decided that the patient should not continue the synvisc series.